Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the down button on the front keyboard of the device broke off. There was no report of any patient involvement.